Event description:
Physician reported implant rupture, diagnosed by ultrasound. The device has been explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.